Event description:
It was reported that the device failed to half radiofrequency ablation (rf) delivery. During an ablation procedure with a maestro 4000 controller, while the physician stopped ablating (with the foot pedal), the ablation kept on going. This happened three times during this procedure. As they were ablating the mitral isthmus, no harmful event occurred to the patient. The physician stopped the ablation as soon as they realized. No serious injury or adverse patient effects occurred and the procedure was completed.

Manufacturer narrative:
The device was returned for analysis. The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the device failed to half radiofrequency ablation (rf) delivery. During an ablation procedure with a maestro 4000 controller, while the physician stopped ablating (with the foot pedal), the ablation kept on going. This happened three times during this procedure. As they were ablating the mitral isthmus, no harmful event occurred to the patient. The physician stopped the ablation as soon as they realized. No serious injury or adverse patient effects occurred and the procedure was completed.